Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of off a blank display from the insulin pump. The customer's blood glucose reading was 7.1 mmol/l. The customer stated that there were funny colors on the screen and you can see bleared writing on the screen. The customer stated that the pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to cracked and bleeding lcd glass. All operating currents are within specification. No blank display noted. The insulin pump had with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.